Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent posterior open transforaminal lumbar interbody fusion revision surgery. Intra-op, the tip of the product broke while removing and redirecting the screw. No fragment of the broken product remained inside the patient.